Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
On (B)(6) 2016, the patient underwent the surgery with gamma3 nail. After one week surgery, the surgeon found that the lag screw has moved to the top of femoral head. Therefore the surgeon was monitoring for the patient. But the surgeon found that the lag screw was cut out from the femoral head. The surgeon performed revision surgery on (B)(6) 2016 by bha.

Manufacturer narrative:
The evaluation revealed the u-blade lag screw set to be the primary product. As no item was returned function and dimension could not be checked. No deviations were found during review of the manufacturing and inspection documents (DHR). During review no material, design or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the operation technique(s) are presented in the appropriate operation technique. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. The basics of the gamma-system (shown in below sketch) are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw - as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. Due to missing medical information ¿ no x-ray provided¿ it could not be determined whether the event actually presented a medialization or rather a cut-out of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and / or poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head - in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). The wording in the event description (cut out / migrated) and the provided x-ray did not allow a final decision regarding the cause of the event. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the u-blade set was not verified.

Event description:
On (B)(6) 2016, the patient underwent the surgery with gamma3 nail. After one week surgery, the surgeon found that the lag screw has moved to the top of femoral head. Therefore the surgeon was monitoring for the patient. But the surgeon found that the lag screw was cut out from the femoral head. The surgeon performed revision surgery on (B)(6) 2016 by bha.